Event description:
It was reported that during a coronary stent procedure, the delivery/stent device became stuck in the lesion while attempting to reposition the guide catheter. Upon removal damage to the tip was noted. No patient injuries or complications occurred.